Manufacturer narrative:
Ceftazidime and vancomycin were ongoing. Five days prior to the receipt of this report, the patient was discharged from the hospital and deemed recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event on the day of the onset. The treatment included injections of ceftazidime (intraperitoneally (ip), 1 gm, once a day) and vancomycin (ip, 1 gm, once a day) for the peritonitis. The pd therapy was ongoing. The outcome of the reported event was unknown. No additional information is available.